Event description:
It was reported that undersensing from the right atrial (ra) lead and right ventricular (rv) lead were seen during double-tachycardia. The rv lead were reprogrammed and subsequently capped and replaced. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.